Event description:
Complainant alleged that while attempting to defibrillate a (B) (6), female patient the device failed to discharge. The clinician removed and replaced the defib electrode pads and the device operated appropriately. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The product has been received, and a follow-up report will be submitted when the investigation is completed.